Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that the oral-b toothbrush heads came loose from his oral-b pro 2 toothbrush, type 3766, inside of his mouth. A piece of the holder also broke off from the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
25-may-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Brush head comes loose inside mouth - oral-b [device connection issue] piece of the holder broke off from the toothbrush - oral-b [device breakage] case narrative: male consumer via phone stated that the oral-b toothbrush heads came loose from his oral-b pro 2 toothbrush, type 3766, inside of his mouth. A piece of the holder also broke off from the oral-b toothbrush. No injury was reported. 21-apr-2022 case update: the suspect product lot was 2ab04811614. No injury was reported. 03-may-2022 case update: the concomitant product was oral-b power power oral care refills sensitive clean eb60. No injury was reported.